Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular repair of a dissection of a thoracic aortic aneurysm using a gore® tag® thoracic endoprosthesis. The maximum aortic aneurysm diameter measured 80 mm. On (B)(6) 2009, follow-up images showed no endoleak. The maximum aortic aneurysm diameter measured 80 mm. On (B)(6) 2009, the patient was discharged. On (B)(6) 2010, follow-up images showed no endoleak. The maximum aortic aneurysm diameter measured 80 mm. On august 10, 2011, follow-up images showed no endoleak. The maximum aortic aneurysm diameter measured 83 mm. On (B)(6) 2012, follow-up images showed no endoleak. The maximum aortic aneurysm diameter measured 90 mm. On (B)(6) 2012, the patient expired. The cause of death is unknown.